Event description:
Additional information was received indicating that the patient did not set the ipg into surgery mode. Troubleshooting was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s ipg is not connecting with external device following an unrelated procedure. It is unknow if the ipg was set into surgery mode prior to the procedure. Further troubleshooting is pending to address the issue.